Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm was not resolved after changing the infusion set and the reservoir. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated that the no delivery alarm kept recurring. The customer stated that they tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they have tried all remedies. The customer was advised to try the remedies to prevent recurring alarms. The customer agreed to return the insulin pump for analysis.